Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic following a vibratory alert. The patient was experiencing lightheadedness. Device interrogation revealed an increase in impedance, a loss of capture, and noise on the left ventricular lead. Device reprogramming was performed and capture was reestablished. The patient would be monitored.